Event description:
The user facility reported that the physician "noticed some contrast leakage, but was not sure where from" during a peripheral angiogram procedure. Upon continuing with the injection of contrast media, the side-tube of the introducer sheath burst. Reportedly, the procedure was successfully completed with a second introducer sheath and there were no patient complications.

Manufacturer narrative:
The involved device was not returned for evaluation and the lot number is not known. Therefore, the failure investigation was limited to assessment of information provided by the user facility and evaluation of samples from random lots of the reported product code. Follow-up communication with the user facility revealed that the side tubing ruptured approximately one inch from the 3-way stopcock connection during injection of contrast media using a power injector set at 600-psi. Inspection and testing of samples from 3 random lots of the reported product code confirmed that there were no defects or anomalies. There is no indication that there was any relation to a pre-existing device defect. While the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with over-pressurization of the tubing during injection of the contrast media. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.